Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry vision, glare. The lens was exchanged for another lens model 02 months 03 days following the initial procedure. Clinical reason for explant was mentioned as dysphotopsia. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the model (1.50 cyl.) 23.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with an atiol (advanced technology intra ocular lens). The specific lens model and diopter for the replacement lens was not provided. The information may suggest that the replacement lens was an improved selection for this patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).